Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was pulled from the strain relief, damaging wires and the j702 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.